Event description:
It was reported to philips that the system did not boot up completely. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that the hard drive in the suite pc was not powered on. Upon troubleshooting actions, fse reseated the hard drive. After reseating the hard drive, the system was returned to use in good working order.